Event description:
The customer reported communication between the generator and the workstation failed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and reseated connectors and circuit boards. Systems operates as intended. (B) (4).